Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration / migration of essure device") in a 41-year-old female patient who had essure (batch no. A15527) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multiparous and c-section in 1995. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain ("pelvic pain/ pain"). In (B)(6) 2016, the patient experienced depression ("depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and menstrual disorder ("menstruation issues"). The patient was treated with surgery (underwent hysterectomy due to complications from the essure device). Essure was removed in (B)(6) 2013. At the time of the report, the device dislocation, menstrual disorder, depression and anxiety outcome was unknown and the pelvic pain had resolved. The reporter considered anxiety, depression, device dislocation, menstrual disorder and pelvic pain to be related to essure. The reporter commented: nine trailing proximal coils were noted on left and seven proximal coils were noted outside the right ostium. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: confirmed that essure was successfully occluded.; on (B)(6) 2013: occlusion of the right and patency of the left . Concerning the injuries reported in this case, the following one were confirmed in patient¿s medical records: device dislocation, pelvic pain. Most recent follow-up information incorporated above includes: on 24-jul-2018: plaintiff fact sheet received: psychological or psychiatric problems condition: depression and mental anguish events was added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration / migration of essure device") in a 41-year-old female patient who had essure (batch no. A15527) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multiparous and c-section in 1995. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain ("pelvic pain/ pain"). In (B)(6) 2016, the patient experienced depression ("depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and menstrual disorder ("menstruation issues"). The patient was treated with surgery (underwent hysterectomy due to complications from the essure device). Essure was removed in (B)(6) 2013. At the time of the report, the device dislocation, menstrual disorder, depression and anxiety outcome was unknown and the pelvic pain had resolved. The reporter considered anxiety, depression, device dislocation, menstrual disorder and pelvic pain to be related to essure. The reporter commented: nine trailing proximal coils were noted on left and seven proximal coils were noted outside the right ostium. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: confirmed that essure was successfully occluded.; on (B)(6) 2013: occlusion of the right and patency of the left. Concerning the injuries reported in this case, the following one were confirmed in patient¿s medical records: device dislocation, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-aug-2018: quality-safety evaluation of ptc (product technical complain). Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of partial expulsion of device ('migration / migration of essure device/migration of essure device location of device: cervix') and device expulsion ('expulsion of essure device') in a 41-year-old female patient who had essure (batch no. A15527) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included c-section in 1995 and multiparous. Essure confirmation test was done the result is unilateral occlusion (right tube occluded), migration of essure device. Concomitant products included ibuprofen and levonorgestrel (mirena). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain ("pelvic pain/ pain"), 1 month 5 days after insertion of essure. On (B)(6) 2013, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2013, the patient experienced partial expulsion of device (seriousness criteria medically significant and intervention required). On (B)(6) 2016, the patient experienced depression ("depression"). In (B)(6) 2016, the patient experienced anxiety ("mental anguish"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues") and abdominal pain lower ("cramps"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2016. At the time of the report, the partial expulsion of device, device expulsion, menstrual disorder, depression, anxiety, dyspareunia and abdominal pain lower outcome was unknown and the pelvic pain had resolved. The reporter considered abdominal pain lower, anxiety, depression, device expulsion, dyspareunia, menstrual disorder, pelvic pain and partial expulsion of device to be related to essure. The reporter commented: nine trailing proximal coils were noted on left and seven proximal coils were noted outside the right ostium. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: results: confirmed that essure was successfully occluded.; on (B)(6) 2013: results: occlusion of the right and patency of the left. Concerning the injuries reported in this case, the following one were confirmed in patient¿s medical records: device dislocation, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-dec-2019: social media received. Reporters information added. Event: cramps were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration / migration of essure device") in a 41-year-old female patient who had essure (batch no. A15527) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included grand multiparity and c-section in 1995. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain ("pelvic pain/ pain"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and menstrual disorder ("menstruation issues"). The patient was treated with surgery (underwent hysterectomy due to complications from the essure device). Essure was removed in (B)(6) 2013. At the time of the report, the device dislocation and menstrual disorder outcome was unknown and the pelvic pain had resolved. The reporter considered device dislocation, menstrual disorder and pelvic pain to be related to essure. The reporter commented: nine trailing proximal coils were noted on left and seven proximal coils were noted outside the right ostium. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: confirmed that essure was successfully occluded.; on (B)(6) 2013: occlusion of the right and patency of the left. Concerning the injuries reported in this case, the following one were confirmed in patient¿s medical records: device dislocation, pelvic pain. Most recent follow-up information incorporated above includes: on 24-apr-2018: pfs and medical record received- lot number was added. New reporter and patient information were added. Historical conditions were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration / migration of essure device/migration of essure device location of device: cervix') in a 41-year-old female patient who had essure (batch no. A15527) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included c-section in 1995 and multiparous. Essure confirmation test was done the result is unilateral occlusion (right tube occluded), migration of essure device. Concomitant products included ibuprofen and levonorgestrel (mirena). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain ("pelvic pain/ pain / sharp pelvic pain /stabbing pain /pain with essure"), 1 month 5 days after insertion of essure. On (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2013, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On (B)(6) 2016, the patient experienced depression ("depression"). In (B)(6) 2016, the patient experienced anxiety ("mental anguish / anxiety"). On an unknown date, the patient experienced dysmenorrhoea ("bad cramps"), abdominal pain lower ("cramps"), menorrhagia ("heavy periods"), abdominal distension ("I always look bloated"), asthenia ("all the time no energy") and panic attack ("panic attack") and was found to have weight increased ("I feel and look pregnant"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed). Essure was removed on (B)(6) 2016. At the time of the report, the device expulsion, dysmenorrhoea, abdominal pain lower, menorrhagia, abdominal distension, dyspareunia, depression, anxiety, weight increased, asthenia and panic attack outcome was unknown and the pelvic pain had resolved. The reporter considered abdominal distension, abdominal pain lower, anxiety, asthenia, depression, device expulsion, dysmenorrhoea, dyspareunia, menorrhagia, panic attack, pelvic pain and weight increased to be related to essure. The reporter commented: nine trailing proximal coils were noted on left and seven proximal coils were noted outside the right ostium. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: results: confirmed that essure was successfully occluded. On (B)(6) 2013: results: occlusion of the right and patency of the left. Concerning the injuries reported in this case, the following one/ones were reported via social media: panic attack. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 20-apr-2020: social media received. Event 'menstruation issues' updated to 'heavy periods' and 'dysmenorrhoea' added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration / migration of essure device/migration of essure device location of device: cervix') in a 41-year-old female patient who had essure (batch no. A15527) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included c-section in 1995 and multiparous. Essure confirmation test was done the result is unilateral occlusion (right tube occluded), migration of essure device. Concomitant products included ibuprofen and levonorgestrel (mirena). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain ("pelvic pain/ pain / sharp pelvic pain /stabbing pain /pain with essure"), 1 month 5 days after insertion of essure. On (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2013, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On (B)(6) 2016, the patient experienced depression ("depression / psych injury"). In (B)(6) 2016, the patient experienced anxiety ("mental anguish / anxiety"). On an unknown date, the patient experienced dysmenorrhoea ("bad cramps"), abdominal pain lower ("cramps"), menorrhagia ("heavy periods"), abdominal distension ("I always look bloated"), asthenia ("all the time no energy"), panic attack ("panic attack"), genital haemorrhage ("gen. Abnormal bleeding") and post procedural complication ("post removal complication") and was found to have weight increased ("I feel and look pregnant"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2016. At the time of the report, the device expulsion, pelvic pain and genital haemorrhage had resolved and the dysmenorrhoea, abdominal pain lower, menorrhagia, abdominal distension, dyspareunia, depression, anxiety, weight increased, asthenia, panic attack and post procedural complication outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, anxiety, asthenia, depression, device expulsion, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, panic attack, pelvic pain, post procedural complication and weight increased to be related to essure. The reporter commented: nine trailing proximal coils were noted on left and seven proximal coils were noted outside the right ostium. Essure removal date discrepancy: (B)(6) 2016. Patient received treatment for pelvic pain, genital bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: results: confirmed that essure was successfully occluded.; on (B)(6) 2013: results: occlusion of the right and patency of the left. Concerning the injuries reported in this case, the following one/ones were reported via social media: panic attack. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: pif received: events: gen. Abnormal bleeding, post removal complication were added. Event outcome, rcc comments were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration / migration of essure device/migration of essure device location of device: cervix') in a 41-year-old female patient who had essure (batch no. A15527) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included c-section in 1995 and multiparous. Essure confirmation test was done the result is unilateral occlusion (right tube occluded), migration of essure device. Concomitant products included ibuprofen and levonorgestrel (mirena). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain ("pelvic pain/ pain / sharp pelvic pain /stabbing pain /pain with essure"), 1 month 5 days after insertion of essure. On (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2013, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On (B)(6) 2016, the patient experienced depression ("depression / psych injury"). In (B)(6) 2016, the patient experienced anxiety ("mental anguish / anxiety"). On an unknown date, the patient experienced dysmenorrhoea ("bad cramps"), abdominal pain lower ("cramps"), menorrhagia ("heavy periods"), abdominal distension ("I always look bloated"), asthenia ("all the time no energy"), panic attack ("panic attack"), genital haemorrhage ("gen. Abnormal bleeding") and post procedural complication ("post removal complication") and was found to have weight increased ("I feel and look pregnant"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2016. At the time of the report, the device expulsion, pelvic pain and genital haemorrhage had resolved and the dysmenorrhoea, abdominal pain lower, menorrhagia, abdominal distension, dyspareunia, depression, anxiety, weight increased, asthenia, panic attack and post procedural complication outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, anxiety, asthenia, depression, device expulsion, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, panic attack, pelvic pain, post procedural complication and weight increased to be related to essure. The reporter commented: nine trailing proximal coils were noted on left and seven proximal coils were noted outside the right ostium. Essure removal date discrepancy: (B)(6) 2016. Patient received treatment for pelvic pain, genital bleeding and migration diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: results: confirmed that essure was successfully occluded.; on (B)(6) 2013: results: occlusion of the right and patency of the left. Imaging procedure - on (B)(6) 2013: unknown. Concerning the injuries reported in this case, the following one/ones were reported via social media: panic attack. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-may-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration / migration of essure device/migration of essure device location of device: cervix') in a 41-year-old female patient who had essure (batch no. A15527) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included c-section in 1995 and multiparous. Essure confirmation test was done the result is unilateral occlusion (right tube occluded), migration of essure device. Concomitant products included ibuprofen and levonorgestrel (mirena). On (B)(6)2012, the patient had essure inserted. On (B)(6)2013, the patient experienced pelvic pain ("pelvic pain/ pain / sharp pelvic pain /stabbing pain /pain with essure"), 1 month 5 days after insertion of essure. On (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2013, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On (B)(6) 2016, the patient experienced depression ("depression / psych injury"). In (B)(6) 2016, the patient experienced anxiety ("mental anguish / anxiety"). On an unknown date, the patient experienced dysmenorrhoea ("bad cramps"), abdominal pain lower ("cramps"), menorrhagia ("heavy periods"), abdominal distension ("I always look bloated"), asthenia ("all the time no energy"), panic attack ("panic attack"), genital haemorrhage ("gen. Abnormal bleeding") and post procedural complication ("post removal complication") and was found to have weight increased ("I feel and look pregnant"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2016. At the time of the report, the device expulsion, pelvic pain and genital haemorrhage had resolved and the dysmenorrhoea, abdominal pain lower, menorrhagia, abdominal distension, dyspareunia, depression, anxiety, weight increased, asthenia, panic attack and post procedural complication outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, anxiety, asthenia, depression, device expulsion, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, panic attack, pelvic pain, post procedural complication and weight increased to be related to essure. The reporter commented: nine trailing proximal coils were noted on left and seven proximal coils were noted outside the right ostium. Essure removal date discrepancy: (B)(6) 2016. Patient received treatment for pelvic pain, genital bleeding and migration diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: results: confirmed that essure was successfully occluded.; on (B)(6) 2013: results: occlusion of the right and patency of the left. Imaging procedure - on (B)(6) 2013: unknown. Concerning the injuries reported in this case, the following one/ones were reported via social media: panic attack. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-may-2020: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration / migration of essure device/migration of essure device location of device: cervix') in a 41-year-old female patient who had essure (batch no. A15527) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included c-section in 1995 and multiparous. Essure confirmation test was done the result is unilateral occlusion (right tube occluded), migration of essure device. Concomitant products included ibuprofen and levonorgestrel (mirena). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain ("pelvic pain/ pain / sharp pelvic pain"), 1 month 5 days after insertion of essure. On (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia painful sexual intercourse"). On (B)(6) 2013, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On (B)(6) 2016, the patient experienced depression ("depression"). In (B)(6) 2016, the patient experienced anxiety ("mental anguish"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"), abdominal pain lower ("cramps"), asthenia ("all the time no energy") and abdominal distension ("I always look bloated") and was found to have weight increased ("I feel and look pregnant"). The patient was treated with surgery (total hysterectomy uterus and cervix removed). Essure was removed on (B)(6) 2016. At the time of the report, the device expulsion, menstrual disorder, depression, anxiety, dyspareunia, abdominal pain lower, weight increased, asthenia and abdominal distension outcome was unknown and the pelvic pain had resolved. The reporter considered abdominal distension, abdominal pain lower, anxiety, asthenia, depression, device expulsion, dyspareunia, menstrual disorder, pelvic pain and weight increased to be related to essure. The reporter commented: nine trailing proximal coils were noted on left and seven proximal coils were noted outside the right ostium. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: results: confirmed that essure was successfully occluded.; on (B)(6) 2013: results: occlusion of the right and patency of the left. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-jan-2020: pfs: new events: weight increased, no energy, bloated were added. Reporter was added a technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration / migration of essure device/migration of essure device location of device: cervix') in a 41-year-old female patient who had essure (batch no. A15527) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included c-section in 1995 and multiparous. Essure confirmation test was done the result is unilateral occlusion (right tube occluded), migration of essure device. Concomitant products included ibuprofen and levonorgestrel (mirena). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain ("pelvic pain/ pain / sharp pelvic pain"), 1 month 5 days after insertion of essure. On (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia (painfulsexual intercourse)"). On (B)(6) 2013, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On (B)(6) 2016, the patient experienced depression ("depression"). In (B)(6) 2016, the patient experienced anxiety ("mental anguish / anxiety"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"), abdominal pain lower ("cramps"), asthenia ("all the time no energy"), abdominal distension ("I always look bloated") and panic attack ("panic attack") and was found to have weight increased ("I feel and look pregnant"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2016. At the time of the report, the device expulsion, menstrual disorder, depression, anxiety, dyspareunia, abdominal pain lower, weight increased, asthenia, abdominal distension and panic attack outcome was unknown and the pelvic pain had resolved. The reporter considered abdominal distension, abdominal pain lower, anxiety, asthenia, depression, device expulsion, dyspareunia, menstrual disorder, panic attack, pelvic pain and weight increased to be related to essure. The reporter commented: nine trailing proximal coils were noted on left and seven proximal coils were noted outside the right ostium. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: results: confirmed that essure was successfully occluded.; on (B)(6) 2013: results: occlusion of the right and patency of the left. Concerning the injuries reported in this case, the following one/ones were reported via social media: panic attack. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: new event panic attack and event verbatim for anxiety updated a technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration / migration of essure device/migration of essure device location of device: cervix") and device expulsion ("expulsion of essure device") in a 41-year-old female patient who had essure (batch no. A15527) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multiparous and c-section in 1995. Concomitant products included ibuprofen. On 28-nov-2012, the patient had essure inserted. On 1-jan-2013, 1 month 5 days after insertion of essure, the patient experienced pelvic pain ("pelvic pain/ pain"). On 24-jun-2013, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) and dyspareunia ("dyspareunia (painfulsexual intercourse)"). On 20-aug-2013, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On 1-jan-2016, the patient experienced depression ("depression"). In january 2016, the patient experienced anxiety ("mental anguish"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)) and surgery. Essure was removed on 22-jan-2013. At the time of the report, the device dislocation, device expulsion, menstrual disorder, depression, anxiety and dyspareunia outcome was unknown and the pelvic pain had resolved. The reporter considered anxiety, depression, device dislocation, device expulsion, dyspareunia, menstrual disorder and pelvic pain to be related to essure. The reporter commented: nine trailing proximal coils were noted on left and seven proximal coils were noted outside the right ostium. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 6-jun-2013: confirmed that essure was successfully occluded.; on 20-aug-2013: occlusion of the right and patency of the left concerning the injuries reported in this case, the following one were confirmed in patient¿s medical records: device dislocation, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 2-nov-2018: pfs received, essure removal date updated, event added are as follows-dyspareunia, device expulsion. Events onset date, concomitant drug and lab data added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain") and menstrual disorder ("menstruation issues"). The patient was treated with surgery (underwent hysterectomy due to complications from the essure device). Essure was removed. At the time of the report, the device dislocation, pelvic pain and menstrual disorder outcome was unknown. The reporter considered device dislocation, menstrual disorder and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram. On (B)(6) 2013: confirmed that essure was successfully occluded. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.